Event description:
During a low anterior resection procedure, the device cut but, the drivers did not advance to form staples. Surgeon transected bleeding bowel and used another like device to complete the procedure. There was no patient consequence.